Manufacturer narrative:
(B)(4). Evaluation summary. The unit was returned to the analysis site due to the customer received an error code with the ex holster. The analysis site confirmed the customer complaint and determined during testing that contamination was causing the unit to display error codes, and to correct the customer complaint the analysis site replaced two drive shafts and two bushings due to contamination, the analysis site also replaced the power cable assembly due to the power cable lemo connector was sticking. Per the service manual performed service tests with no functional faults found and the unit passed all tests. The unit has not been returned for service prior to this event, therefore no service history review can be done.

Event description:
It was reported that during a breast biopsy her customer received an error code with the ex holster. They stopped the case with the mammotome and completed the case with a competitors device.